Event description:
Related manufacturer report number: 2017865-2022-46384. During a routine device replacement procedure, it was noted the right ventricular (rv) lead was unable to be disconnected from the device header. The rv lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event was failure to remove lead from header. As received, only the connector portion was received for analysis. Unable to performed lead insertion and removal test due to the condition of the lead as received. Visual inspection of the partial lead did not find any anomalies except for procedural damage.